Manufacturer narrative:
The device was manufactured 7/17/2017 ¿ 7/19/2017 the device was received for evaluation with approximately 75ml of fluid in its bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed on the sample. The flow rate was found to be within specification for this product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.